Event description:
The recipient is reportedly experiencing decreased performance, despite device testing within normal limits. External equipment was exchanged, and improvement was noted. Imaging showed all electrodes to be in the cochlea as well as translocation of the internal device. Revision surgery is scheduled.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction information: section b.1 & h.1. Additional information: sections b.1, b.2 & h.1, h.6. Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed. This is believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.